Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted only two segments of the electrode were returned. 5.5 centimeters of the terminal segment and 23.5 centimeters of the middle segment. Setscrew marks on the electrode were noted to be in the correct location, thus indicating proper insertion in the header while implanted. No anomalies were noted on the terminal end of the returned segment, all seal rings were in good condition with no sign of damage or other issues. Analysis was unable to confirm the field allegation using the returned portions of the electrode.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during change out for normal battery depletion, the electrode was unable to be removed from the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). Subsequently the physician removed the s-ICD and partially removed the electrode. A new s-ICD system was implanted successfully. No adverse patient effects were reported.